Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with a cardiac resynchronization therapy defibrillator (crt-d) device experienced bilateral pleural effusion which was verified thru chest x-ray. No treatment was given and the suspected cause was unknown. The device remains in service. No additional adverse patient effects were reported.